Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be add'l implants. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicates that the pt was treated for recurrence, which is a known possible adverse reactions listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed and unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. The composix kugel mesh implanted on (B)(6) 2006, was reported to the FDA in accordance with rae (B)(4). See MDR 1213643-2011-00704 for info related to the collamend graft implanted on (B)(6) 2007.

Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2006 - pt underwent repair of a large ventral hernia with composix e/x mesh and composix kugel mesh. On (B)(6) 2006 - pt underwent small bowel resection. Post operative diagnosis was peritonitis. On (B)(6) 2007 - pt underwent excision of composix e/x mesh and composix kugel mesh and repair of ventral hernia with a collamend graft. It was noted that the excised mesh was visibly infected and not incorporated, there was a disruption of the mesh with recurrent hernia sac. On (B)(6) 2007 - pt developed erythema and swelling of the abdominal wall. He underwent a CT guided drainage, there was no growth from the culture. A PICC line was placed for continued at home antibiotic therapy. On (B)(6) 2007 - pt underwent percutaneous drainage of intra abdominal wall fluid. On (B)(6) 2008 - pt underwent excision of collamend graft and repair of defect with an unidentified mesh. It was noted that the pt had developed a chronic seroma cavity necessitating multiple aspirations and at no point he had grown any bacteria from the aspirations. A recurrence was also noted.